Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, as the components of the device are assembled. The carrier tube is inserted into the hemostasis sheath. The anchor and collagen are stuck in the sheath hub. The tamper tube is partially exposed on the carrier tube. The bypass tube is dislodged on the carrier tube. The carrier tube latches appear to be normal. The returned sample contained the carrier tube partially inserted into the hemostasis sheath, and the carrier tube in forward lock position. Based on the condition of the returned device, the complaint can be confirmed for sheath and carrier tube assembly difficulties. The exact root cause cannot be determined. The likely cause is the carrier tube did not properly lock with the hemostasis sheath during device assembly. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The doctor reported the angio-seal did not anchor the vessel when he pulled the device back. The doctor opened another angio-seal to continue the procedure, and no complication was seen. There was no blood loss. Additional information was received on 10nov2025: the procedure for the patient prior to use of the angio-seal was a percutaneous coronary intervention (pci) via 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The device pulled out of the artery prior to deployment. The patient was stable. There were no concomitant medical products used with the angio-seal.